Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged and was repositioned successfully. The rv lead remains implanted. No adverse patient effects were reported.